Event description:
Caller alleged discrepant inratio results while performing a split-sample validation on two poc meters and 3 different labs. Results as follows: patient 7: inratio: 2.2, lab number 3: 1.59. Patient may have cancer and take coumadin due to hyper-coagulation, a cancer side effect. Hematocrit unknown, but anemia is likely. No other patient information as provided.

Manufacturer narrative:
Investigation pending.